Event description:
During the implant procedure, the patient had a gusher of perilymph fluid draining from the cochlea, and a cf leak. The surgeon used bone wax to successfully pack the leak. Intra-operative testing performed on the device confirmed that the device was functioning.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center, the perilymph fluid and cf leak were both resolved by surgical intervention performed at the implant surgery. The patient's device remains implanted. This is the final report.